Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: no product was returned. Pump stop: during the procedure, there was a pump stop. After multiple attempts to restart, it failed to start back up. After removing the pump, a wire was observed coming out of the motor and through the outlet cage. No product/logs were returned. The cause of the pump stop was not determined since product/logs were not returned. Device history review: the pump passed all post-sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a pump stop. The pump could not be restarted. The pump was explanted. Upon explant, a wire was observed coming from the motor and through the outlet cage. No patient harm was reported.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the device was returned for evaluation. Pump stop: during a percutaneous coronary intervention (pci), there was a pump stop. After multiple attempts to restart, it failed to start back up. After removing the pump, a wire was observed coming out of the motor and through the outlet cage. Product was returned and evaluated. The wire reported to be in the outlet cage was returned in a separate bag. The edges of the impeller blades appeared rough at the surface. The pump was able to run in the lab and the pump stop did not reproduce. The returned wire had an intact end with the of the coiled wire unraveled. The diameter of the wire tip was approximately 0.3 mm. A data stick was also returned but there was no data found. Logs were not provided. The cause of the pump stop was interaction with a non-abiomed guidewire based on clinical details and returned product. Device history review the pump passed all post-sterile inspection checks.